Manufacturer narrative:
Date of event - estimated based on the stroke occurring in (B)(6) 2021.

Event description:
It was reported that the device did not seal and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a good seal and no leaks. There were no patient complications that were reported to have occurred. The patient returned for their 45-day follow-up procedure where the device was still in a good position. There were no leaks and at this time the patient was taken off of their anticoagulation medication. 6 months post procedure the patient experienced a cerebral vascular accident. The patient had been taking coumadin and had been experiencing some unknown residual effects as a result of this event. At the one-year follow-up procedure a computed tomography (CT) scan showed that there was an uncovered posterior lobe in the laa. There has been no further treatments or interventions performed for this patient.